Event description:
It was reported that the patient was scheduled on (B)(6) 2013 to have his vns generator replaced, but his surgery got scheduled to (B)(6) 2013. New information was then received that on (B)(6) 2013 the patient had his vns generator replaced successfully. Attempts to return the explanted generator are underway.

Event description:
On ((B)(6)2010) systems diagnostics: output status = ok, lead impedance = ok, 1565 ohms, eos = no.

Event description:
It was reported through clinic notes received on (B)(6) 2012 that the patient had an increase in her seizures. On (B)(6) 2012 it was stated that she had 3 total seizures in the last three months, however prior to that she would go several months without a seizure. Per the physician, when the generator was interrogated it was found to be at end of service. It is currently unknown if the increase in seizures is related to the end of service. Attempts for additional information have been unsuccessful to date. Revision is likely but has not occurred to date.

Event description:
Using the battery life tables in the physician¿s manual and the last known settings the estimation of the vns generator reaching ifi= yes is 1.15 years, and an additional 0.1 years to n-eos.

Event description:
An implant card was received on (B)(6) 2013 stating that the patient patient's vns generator was replaced on (B)(6) 2013 due to battery depletion. Attempts to return the vns generator were made but the site does not return explanted products and it was likely discarded. Attempts to contact the physician have been unsuccessful to date.

Manufacturer narrative:
.